Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the unit has no alarm.

Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: portable concentrators. Other, not able to duplicate issue. R: no pulse or alarm not duplicated e: 3,4 alarm saturated sieve beds.

Event description:
Product was returned for evaluation. The return fields in oracle state: portable concentrators. Other, not able to duplicate issue. R: no pulse or alarm not duplicated e: 3,4 alarm saturated sieve beds. Dealer is stating that the unit has no alarm.